Manufacturer narrative:
Unique device identification (UDI): (B)(4). Failure analysis - the position of the cam when valve was received was at setting 3. The catheters were irrigated; a needle hole in peritoneal. The valve was visually inspected; no defect noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no function issues were noted.

Event description:
A physician reported a certas valve (ID 828806) was implanted via l-p shunt on (B)(6) 2020 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: (B)(4)). On unknown date, shunt malfunction was suspected due to lack of clinical response after set pressure changes. The valve was removed and replaced on (B)(6) 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.